Manufacturer narrative:
The returned device was evaluated in the firm's engineering department. Microscopic examination of the area of the device described as suspect by the reporter revealed a small perforation, and was confirmed by the use of a probe. Thus, the leak reported by the user would indeed have occurred. When the wall of the bag was stretched slightly, a pattern of holes appeared in the bag seal area, looking similar to "swiss cheese". Several of these holes breached the bag chamber. It appears that this seal area was damaged during the welding process of the polymer walls of the bag. Experience with the welding process indicates that such damage can occur if there is an "over-welding" condition, i.e., more energy is transferred into the weld than is required to make the weld, leaving the seal area porous. One established cause of this phenomenon is the presence of debris clinging to the welding dies that result in a local concentration of weld energy. The manufacturing procedures specify periodic cleaning of the die surfaces to avoid such a condition. As CAPA, the existing procedures for cleaning frequency and completeness have been reemphasized. Additionally, it has been reinforced to operators that the visual inspection process includes this potential fault.summary: the user's report was confirmed, and appears to have been due to a deficiency in maintenance or cleanliness of the manufacturing equipment. CAPA has been implemented. Unless substantially significant information becomes available, this constitutes a final report.

Event description:
It was reported that, during the processing of cord blood using the device, the technician reported a leak from the upper left hand corner of the 150 ml transfer bag. The observation occurred post-centrifugation (800rpm 10mins 10ºc). No cord blood was lost since the plasma that leaked from the 150 ml bag is a byproduct that is discarded. The cord blood unit itself was salvaged.